Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device does not properly display error messages. On (B)(6) 2010, the pt experienced elevated blood glucose of 400 mg/dl. She bolused through the infusion device but was unable to lower her blood glucose and she injected insulin via pen. Her normal blood glucose range is 120-160 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.